Event description:
It was reported that in situ measurements showed 6 electrode channels with status hi in (B)(6) 2014 and 9 when measurements were repeated in (B)(6) 2014. An accident or trauma is denied by the pts' parents. Re-implantation has been recommended but has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.